Manufacturer narrative:
(B)(4). It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, stent graft migration and reoperation. Per IFU, the 45mm gore® tag® device is intended for use in patients with aortic diameter ranging from 34-42mm.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an impending thoracic aortic aneurysm rupture using a gore® tag® conformable thoracic stent graft with active control system. According to the report, the proximal landing zone may have been short. The gore® tag® device was implanted from just distal to the left common carotid artery, and there was no reported evidence of endoleak. On an unknown date in 2021, follow-up exam reportedly revealed that the proximal end of the gore® tag® device had moved distally into the aneurysm (distance unknown). On (B)(6) 2021, a reintervention was performed whereby a non-gore manufactured stent graft was implanted proximally to treat the migration. The physician stated that the cause of the migration may have been oversizing of the device. The diameter of the proximal thoracic aorta was reportedly measured at 38mm prior to the initial procedure, but measured a reported 28mm at the time of the reintervention.